Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was discovered to have a pericardial effusion with cardiac tamponade. The physician performed a pericardial window to treat the effusion. The patient is still under observation but is expected to make a full recovery.

Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was discovered to have a pericardial effusion with cardiac tamponade. The physician performed a pericardial window to treat the effusion. The patient is still under observation but is expected to make a full recovery. It was further reported that post procedure the patient experienced endocarditis.

Manufacturer narrative:
B5: updated. H6: patient codes updated.